Manufacturer narrative:
(B)(4). Radiographic review notes the prosthesis was implanted at the c4-c5 spine level; the reported event is confirmed. Additionally, a two-level acdf was performed at the adjacent inferior level. The device has not been returned and evaluation of the device has not occurred. No root cause has been identified. Device remains implanted at this time. Review of the DHR indicates all material types, dimensions and treatments were within specification at the time of release.

Event description:
Prosthesis was implanted (B)(6) 2013, at the c4-c5 spine level; two level acdf was also performed at c5-c7. Follow-up films noted the caudal plate of the prosthesis exhibited anterior migration. No injury has been reported. Revision surgery is expected to occur but has been postponed due unrelated reasons.